Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the live monitor was blank. Review of system log file did not contain any malfunction related to the reported issue. Upon functional testing fse found that there was problem with power cable from live monitor. To resolve the issue fse cleaned the power cable and reattached the plug. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the live monitor was blank. There was no report of harm. Philips has started an investigation of this complaint.